Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode had dislodged from its original implant location. The displacement has been attributed by the attending specialist to be the result of incorrect suture sleeve fixation. To date, no medial nor surgical intervention has been reported nor, any adverse patient effects noted.